Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Visual exam found that the impaction end broke off. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the instrument/s was reported for unknown reason.